Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge with 150 units of insulin. There was no adverse impact to the customer¿s blood glucose level. Caller was guided by customer technical support to fill and load a new cartridge onto the pump following proper technique, which resolved the issue, allowing the caller to successfully resume insulin administration.